Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two axium coils detachment failed. It was reported that apb-1.5-2-3d-es coil detachment failed. Backup detachment also failed. During retrieval, unintended detachment occurred, resulting in coil migration. Another coil was used apb-2.5-4-3d-es coil detachment failed. Backup detachment also failed. There was an attempt to detach via hypotube. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a non-medtronic (sl-10) microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the lesion was in the anterior cerebral artery (aca). Vessel tortuosity was normal. The patient did not experience any symptoms related to the reported axium issue. The cause of the event was not determined. More than two instant detachers (ID-1-5) were used. For device apb-2.5-4-3d-es, although there was an initial non-detachment, the device was eventually detached after several attempts using the backup detachment method. For device apb-1.5-2-3d-es, the coil was also eventually detached after several attempts using the backup detachment method; however, detachment occurred at an unintended time, resulting in migration of the device to an unintended location.